Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was in a pool when the implantable cardioverter defibrillator (ICD) detected 60 hertz cycle noise and inappropriately shocked the patient. The device remains in use. No further patient complications have been reported as a result of this event.